Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that after inserting a sensor, the transmitter did not blink. The customer's blood glucose reading was 110 mg/dl. The customer performed troubleshooting and was advised to replace their sensor. After removing the sensor the customer stated that they could not see the cannula. The customer was advised that the cannula could have retracted. The customer was advised to return the sensor and they would receive replacements. The sensor was not returned for analysis.